Event description:
It was reported that a patient underwent an atrial tachycardia ablation and the patient experienced mediastinitis/esophageal fistula that required prolonged hospitalization. The patient died. The ablation procedure was performed on (B)(6) 2024. On the (B)(6) 2024, the patient was hospitalized for an emergency. Mediastinal esophageal fistula occurred. Subsequently, mediastinitis occurred and the patient was pronounced deceased on (B)(6) 2024 autopsy revealed no abnormality in the left atrium. Ablation might not be the cause. Although initially reported as left atrioesophageal fistula, the autopsy confirmed the esophageal fistula only. However, the left atrium was undamaged, and its positional relationship to the left atrium confirmed that it was not caused by ablation. The autopsy also showed damage to the aorta, but the direct cause was unknown, and it was not considered related to catheter approach, etc. During the ablation procedure. No information about the cause of death was provided. There were no problems with biosense webster inc. (Bwi) products. The physician's opinion on the cause of the adverse event is unknown; however, it was not related to the bwi catheters or ablation procedure. This event is being conservatively reported against the ablation catheter and generator, despite the physician's opinion that the cause was not related to the ablation because esophageal fistulas are a known complication of radiofrequency (rf) ablation. The information about any other alternative reasons for the patient's esophageal fistula is limited.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Note: per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Follow-up was performed since the device was not shipped for service or repair. Response was received indicating service was being declined by the customer as no service is needed. As such, the device investigation has been completed. Since no serial number nor model number were provided for the ngen generator, no manufacturer record evaluation could be performed. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).